Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video scope presented the handle moves on its own without being touched. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dented on distal edge of outer tube, moisture seen under light guide cover glass, and leakage on boot of video cable. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a loose handle/ golden ring due to a stress problem related to a component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.